Event description:
Customer alleged blood glucose results of 348 mg/dl, 15 mg/dl and 414 mg/dl when testing and performed back-to-back on the aviva system. Customer reported having no symptoms and did not treat or act on the results. No serious adverse event was reported in connection with the alleged malfunction. The suspect product was not returned to the manufacturer for evaluation.